Manufacturer narrative:
Concomitant medical products: product ID: 97740, serial# (B)(4), product type: programmer, patient. Product ID: 39565-65, serial# (B)(4), implanted: (B)(6) 2014, product type: lead. Product ID: 3550-29, lot# n431749, implanted: (B)(6) 2014, product type: accessory. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2006, product type: extension. (B)(4).

Event description:
It was reported there was high impedance of >10,000 on random electrodes, and they were having a similar issue as with the previous neurostimulator in which the more the leads were removed and replaced, the more electrodes had high impedances. It was noted this occurred during the procedure, but the neurostimulator was still implanted, "in the expectation that there was power coming from the battery to the electrodes." It was logged that this was decided because they did motor testing on the table, meaning the patient was incubated and sedated, but not paralyzed. It was reported they dropped the rate to 5hz, and then turned up the voltage until the patient physically vibrated, and this was achieved, and therefore, the decision was made to implant the neurostimulator. It was reported the diagnostic testing or troubleshooting performed was impedance testing and reprogramming and the cause of the issue was not determined. It was reported that even though they were still getting some high impedances, they decided to leave it implanted. It was logged that in recovery the manufacturer representative turned on the system and was able to achieve paresthesia where the patient needed it. It was noted however that the programming needed to be different from pre-op programming. It was logged that an impedance check was done and electrodes #3, 4, 8, and 10 were >10,000. It was reported they were not using any of those to stimulate the patient. It was reported they did a 2nd impedance about 5 minutes later and only #3, 4, and 10 were high, and #8 was normal. It was logged that the patient status at the time of the report was alive with no injury and there were no patient symptoms or complications associated with the event.

Event description:
Additional information received reported that the patient came in for a follow up appointment. It was noted the patient was very pleased with the programming, therefore no changes were made. An impedance check was done and electrodes 4 and 10 had impedances of greater than 10,000. It was noted that these electrodes were not being used in the programming.

Manufacturer narrative:
Additional review determined conclusion code(B)(4) no longer applies to this event. If information is provided in the future, a supplemental report will be issued.